Event description:
Additional information from the company representative confirmed with the physician indicated that the cause of the inability to aspirate the catheter was unable to clarify and they did not proceed with the dye study since we were not able to aspirate the catheter. It was reported that the "noticed a possible pooling area at the base of the spine" was unconfirmed and pain management physician referring to neurosurgeon to further investigate. The physician made reduction in infusion rate until able to get revision scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that a dye study was performed by the hcp and it did not show any breaks/issues with the catheter. The catheter was also able to aspirate without issue. The rep reported that the original complaint had been resolved. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the mpxr was updated. The rep reported that the patient was scheduled for a dye study on (B)(6) 2024- and the physician was able to aspirate without issue and the dye study showed no breaks. The complaint had been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that patient's symptoms started to return and noticed a possible pooling area at base of the spine. The patient is wheelchair bound and had no reported falls to the patient's memory. A dye study was attempted but they were unable to aspirate. The pump was turned down to minimum rate until they would be able to schedule a revision. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient was having magnetic resonance imaging (MRI) and then going to the operating room for a revision.